Event description:
Additional information indicated this patient continues to have high shock impedance measurements. The patient was referred to their electrophysiologist.

Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited shock impedance measurements which trended up from 40 to 104 ohms. In the triad configuration, shock impedance measurements were 104 ohms. In the rv coil to can configuration, shock impedance measurements were 106 ohms. In the rv to ra coil configuration, shock impedance measurements were greater than 125 ohms. Defibrillation threshold (dft) testing was not performed at the implant procedure. Technical services (ts) discussed possible causes for these measurements and suggested an xray to confirm lead integrity and reprogramming to rv coil to can and doing a nips to evaluate vf conversion. No adverse patient effects were reported. Additional information has been requested; however, no further information is currently available.